Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the forceps channel port was scraped. The customer's originally reported issue of a broken insertion tube was confirmed; the connecting tube was noted to be dented. The following additional findings were also noted: assorted scratches, wear of the angle wire causing the bending angle in the up direction to not meet standard value, inability to insert forceps/channel cleaning brush smoothly due to insertion tube damage, and noisy image due to damage on an electrical connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the following: [inspection of the endoscope] inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. (See figure 3.2) visually inspect the rubber part around the instrument channel port. Figure 3.3 depicts the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part, do not use the endoscope. (See figure 3.3) inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their evis lucera bronchovideoscope device had a broken insertion tube. Upon inspection and testing of the returned unit, it was discovered that the forceps plug mouthpiece was scraped. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.